Manufacturer narrative:
Investigation ¿ evaluation: as reported, while testing the basket of a ngage nitinol stone extractor the basket "slipped out" of the device possibly affecting the functionality. The device did not make contact with the patient. The procedure was completed with a new-like device. There were no adverse affects reported to the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned loose inside a marketing carton. A functional test was performed and the handle does not actuate basket. The basket and wire is protruding from the sheath at the distal end of the device. Manual actuation only pushed basket wire in and out of sheath, basket does not form. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 15161500 records no relevant non-conformances. A database search found one additional complaint reported for the same failure mode for the same lot; however, the returned device for that complaint was still functional and the failure mode could not be repeated. The evidence from the complaint file, device history record, complaint history and quality control documents complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause for the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, while testing the basket of a ngage nitinol stone extractor the basket "slipped out" of the device possibly affecting the functionality. The device did not make contact with the patient. The procedure was completed with a new-like device. There were no adverse affects reported to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: address line 2: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.